Manufacturer narrative:
Approximate age of device ¿ 9 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 9 days of support on (B)(6) 2018, the patient suffered a cardiac arrest. After heart massage, the rhythm returned. For a few minutes, the estimated pump flow was 0 lpm. Echocardiography showed a very bloated right ventricle and a sunken left ventricle which did not respond to decreased pump speed. Pulmonary embolism was suspected. Heparin and actilyse were given, and the pump flow returned. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Peripheral thromboembolic events are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.